Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd and usb connector damage. Pictures were taken. A receiver charge test was not performed due to usb connector damage. A receiver boot test was performed and failed due to usb connector damage. Functional tests were not performed due to usb connector damage. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded and reviewed finding due to usb connector damage. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.